Event description:
It was reported that during a laparoscopic prostatectomy procedure, the clips were not forming correctly while attempting to ligate vessels. Two of the malformed clips are included, one scissored and the other not formed at all. It was also found that clips were being deployed from the end of the device when no firing sequence had started. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.